Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter called after the user accidentally pulled out the infusion site. The agent guided them step-by-step through replacing the site and completing the fill cannula process, successfully resuming insulin delivery. The user¿s blood glucose (bg) had risen to 354 mg/dl due to interrupted insulin delivery. Follow-up confirmed bg had decreased to 83 mg/dl and remained stable. The highest blood glucose (bg) recorded was 354 mg/dl. Bg was corrected through a supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.